Event description:
The device would not transmit information. During trouble shooting the reported stated that the connectors appeared to be corroded and blackened. A request was made for the return of the suspect device and replacement product was sent.